Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, air leaked from the sheath. After puncture, continuous air was aspirated during air removal. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.